Event description:
Primary stability achieved, no osseointegration. Immediate implantation without flap opening. Possible infection. Asymptomatic case. At time of surgery local infection / subacute chronic osteitis.